Event description:
A distributor informed baxter that a customer reported that the minicap transfer set's white and blue tap did not lock properly. The fluid reportedly runs out even if tap is closed when the minicap is removed. The transfer set was used for 3 months and 8 days. One unit was available for evaluation. The defect was noted during patient use and there was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet.